Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked tank cover, front cover, and an outdated pcb/ power switch. The line cord was also faded. The investigator subsequently filled the tank with water, attached the temperature fixture, plugged in the line cord, and turned on the power switch. The customer reported product problem (failed alarm) was confirmed during testing. The product problem occurred because a faulty pcb. The alarm was triggered when a working test pcb was used. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the alarms were not working on the level 1 hotline low flow system (hl-90). The product problem was observed during preventative maintenance. There was no patient involvement.